Event description:
General report received of an "increased number of air-in-line alarms after the solution has been hanging for several hours". Customer feels the sets were primed correctly at set up with no residual air in the system. After several hours, the pumps are alarming for air. On some occasions, no air is visible. On other occasions, microbubbles and/or "air the size of a pin head" is observed in the cassette. Clinicians state "there have been no breaks in the system and therefore there should not be air in the tubing". There have been no reports of pt harm, however, the nurses in the ICU have reported drops in the blood pressure of pts on dopamine infusions. During the time it takes to backprime or clear the air from the cassette, the pt blood pressures drop to unspecified levels. Once the infusion is re-started, the blood pressure returns to baseline. No additional info was available.